Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No actual or representative sample was returned for investigation, therefore the actual root cause of this phenomenon could not be determined. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. Samples were inflated with 10ml distilled water and soak in water at 37c for 7 days. Samples were removed from soaking after 7 days and check for any leakage. No deflation issue was observed. Balloons are still inflated to its normal condition and shape. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that there is an issue with the device. The balloon deflates by itself. We had to insert another catheter in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there is an issue with the device. The balloon deflates by itself. We had to insert another catheter in the patient.